Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation of the returned lens case revealed it did not meet all product requirements.

Event description:
Consumer reported experiencing stinging and watery eyes after using the product. Consumer is a long term user of the product and allowed the lenses to soak for 10-12 hours. Consumer states the lens case no longer neutralized after about 3 weeks of use. Consumer states always being able to use the spent solution left in the lens case to rinse lenses before inserting them into eyes but now has to use saline solution because the solution remaining in the case is not always neutralized.

Manufacturer narrative:
Consumer reported experiencing stinging and watery eyes after using the product. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The lot number and the return of the product were requested but not received.

Event description:
Consumer reported experiencing stinging and watery eyes after using the product. The consumer indicated that the product did not neutralize properly. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.